Event description:
It was reported that the patient became hypotensive. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was performed. Once the watchman access system (was) crossed the septum the patient began to decompensate and their blood pressure dropped. The patient went into right side heart failure and the physicians decided to terminate the case. Anesthesia took over and provided medical management. In addition they placed a swan-ganz catheter to measure the right heart pressures. No other patient complications were reported. The patient was discharged the following day at baseline.